Event description:
A coronary stent with delivery system was successfully deployed at the target lesion site in the pt's left anterior descending artery. Another balloon catheter was then advanced through the side opening of the stent to dilate a coronary obstruction in a diagonal artery partially blocked in "stent jail". Upon retraction of the balloon catheter, the deployed stent dislodged. The pt was then sent for emergent coronary artery bypass graft surgery. Surgery was successful and there were no clinical sequelae reported relative to the event.